Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went to get an MRI today and they tried to shut the device off and it would not work. The patient said the lab technician wouldn't do the MRI. The patient came home and was able to activate MRI mode which showed they were eligible for an MRI, and the patient noted their name was missing from the MRI eligibility screen. The patient did not know what the message was on the screen they were seeing when at the facility. The patient said the screen had a statement that it wasn't connected. The patient took a valium before they went. The patient was advised they could call back when they were with the technician to troubleshoot. The patient noted the MRI tech told the patient they had problems with the brand of device the patient had. Additional information was received from the patient on (B)(6) 2026. The patient reported that the cause of not being able to connect to shut the device off for their MRI was determined. They reported that what most likely caused or contributed to this issue was that the room they were in blocked the connection. They reported that steps taken to resolve the issue included that they moved to another room to connect. They reported that the issue had been resolved. They reported that the cause of their name missing from the MRI eligibility screen was unknown. When asked 'what most likely caused or contributed to this issue' the patient reported that they were unaware that their name was missing. They stated that to their knowledge no steps had been taken to resolve this issue, and it was unknown if the issue had been resolved.